Manufacturer narrative:
Additional information was provided in b.5 and h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, lenses are defective.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that patient cannot continue with this quality of vision/life anymore. She has been dealing with it as patiently as possible.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that, following intraocular lens (iol) implant procedure, the lens was dislocated in eye. Patient had a revision. As well as a yag (yttrium aluminum garnet) procedure. He became nearsighted completely. He is a detriment driving, but if he doesn't drive, he will be unemployed! Additional information was received that patient's understanding is due to the shape/lack of depth to his eye the doctor had to reposition the iol in another surgery. There are two medical device reports associated with this patient. This report is for left eye.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received that the patient was very upset that results did not find anything.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that, following intraocular lens (iol) implant procedure, the lens was dislocated in eye. Patient had a revision. As well as a yag (yttrium aluminum garnet) procedure. He became nearsighted completely. He is a detriment driving, but if he doesn't drive, he will be unemployed! Additional information was received that patient's understanding is due to the shape/lack of depth to his eye the doctor had to reposition the iol in another surgery. There are two medical device reports associated with this patient. This report is for left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, the lens was not dislocated in eye, the optic shifted forward peeking through the capsularhexis incision for unknown reasons. The surgeon then reopened the rhexsis incision and freed up the lens, which is now well centered and then did a yag later on. Lens looks beautiful now, great centering and positioning. The patient had myopic lasik, dry eye syndrome, punctal plugs and on artificial tears. No clinical reason for poor vision.